Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details and no product being returned for analysis.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella rp flex was inserted via the left axillary vein to support the 76-year-old male patient who was postoperative for cardiothoracic surgery, presenting in scai stage e shock. The patient had a coronary artery bypass graft surgery and was previously supported by an impella cp pump. The patient was on dialysis and was anuric. No other medical history was shared. On day 2 of the support the team observed that the plasma free hemoglobin labs had risen from 30mg/dl to 80mg/dl within a 24 hour period. This was indicative of hemolysis. The labs were not hemolyzing and as the patient is anuric there can be no observation made of urine color. The patient support was not explanted nor any intervention applied before the decision was made to withdraw care. While on support the device functioned as expected, p-6 with 2.8l/min flow with d5w with sodium bicarbonate in the purge solution. The care was withdrawn and patient expired. The death is being conservatively reported; however, based on the available information, the patient¿s death is more likely attributable to the postoperative status of the patient and the presentation in scai stage e shock.